Event description:
It was reported that there was a lead warning due to high thresholds, noise and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right atrial (ra) lead was capped and replaced.